Event description:
A customer reported that they needed to replace their AED due to a battery failure. They reported this did not occur during patient use. The initial reporter did not have any specific details about the reported battery failure, they did not have access to the AED or battery for troubleshooting and only knew that the AED was from 2009.

Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.